Manufacturer narrative:
The pump was received with no battery out limit alarm, blank display, black screen or unexpected reset. The pump alarmed failed battery test during battery insertion due to faulty battery tube. The pump had no button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scrollbar moving with no input was noted. The pump was unable to test the operating currents or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to failed battery test alarm. The pump had a scratched display window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. No damage was noted on isolation tape on lcd screen. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 36 mg/dl. The customer stated that she had hummus and carrots with apple juice. The customer stated that the pump alarmed after a battery change. The customer was advised to disconnect, remove the reservoir and rewind the pump. The customer stated that she did a bolus and the buttons were not responding. The customer stated that the numbers were ramping on their own. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.